Event description:
During a rhizotomy procedure, the probe would not heat to temperature and the procedure was canceled due to a lack of inventory. The procedure was rescheduled and there were no adverse consequences to the patient due to the cancelation.

Manufacturer narrative:
An error message was noted on the generator when the electrode was connected and no temperature was displayed. The constantan wire read as an open circuit due to a fracture in the wire proximal to the hub. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the fractured constantan wire is consistent with damage during use.